Event description:
The third party biomed reported that the unit went ventilator inoperative (vent inop) with error code message of post timer/24v failure. Biomed reported that when they enter the diagnostic mode the error code message of post timer/24v failure clears but they are not able to fully access the diagnostics information due to the touch screen is not working. The customer reported there was no patient involvement.